Event description:
It was reported that the patient underwent a surgical procedure to treat pelvic organ prolapse and a sling was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that patient underwent mesh implantation on (B)(6) 2006 due to stress urinary incontinence and pelvic organ prolapse. It was also reported that the patient underwent mesh removal on (B)(6) 2012 due to dyspareunia, husband cut during intercourse, tension and severe pain. No additional information was provided. (B)(6). (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary urgency and urinary frequency. It was reported that the patient underwent vaginal mesh removal, anterior posterior repair and cystourethroscopy on (B)(6) 2016 by dr. (B)(6) due to pelvic pain and complication of pelvic mesh.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent the concurrent procedures of an anterior/posterior colporrhaphy, colpopexy vaginal extraperitoneal approach/ sacral spinous iliococcygeus approach, repair of pelvic floor both anterior and posterior compartment (vaginal approach) and cystoscopy during mesh implantation. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-11858. The same patient is represented in each medwatch.